Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that buttons of the insulin pump were less responsive and had to push a littler harder. Customer stated that battery cap was stuck with trying to tighten and loosen as well as no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.